Event description:
The event involved a tego connector. The reporter mentioned that patient went unconscious after dialysis, code blue activated and responding team notice a traces of fresh blood around the vascath area and there is no active bleeding noted on both vascath lumen. Staff only notice that the venous lumen was not clamped which should not be a serious issue because the tego is a one-way valve. The suspect product is not available for evaluation. The event occurred on 12-jun-2026 at around 12:40 pm. The device was used for 5 days. They became aware of the event when code blue activated. There was no medication used. The product was not reprocessed or re-sterilized prior to use. There was patient involvement. No delay in therapy but there was an adverse event and harm. Patient was harm during the event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.